Manufacturer narrative:
Citation: notaristefano f. Bailout surgical explantation of a transcatheter valve-in-valve for subacute thrombosis: when there is no time for anticoagulation: case report and literature review.cardiovasc revasc med. 2017 dec 13. Pii: s1553-8389(17)30459-1. Doi: 10 .1016/j.carrev.2017.12.005 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review regarding bailout surgical explantation of a transcatheter valve-in-valve for subacute thrombosis. All data were collected from a single center. The study population included 5 patients, 1 of which had previously been implanted with a 26mm corevalve and 1 had been implanted with a 21mm mosaic r medtronic device. Serial numbers were not provided. Medtronic received information via literature that (B)(6) male patient had been implanted with 26mm corevalve (pli20) (serial number not provided). 17 months post-implant, the valve was replaced by non-medtronic valve due to valve thrombosis, increased gradients and severe regurgitation. Subsequently, the patient died due to heart failure. Based on the available information the death was not attributed to medtronic product. Medtronic received information via literature that (B)(6) male patient had been implanted with 21mm mosaic r (pli30) (serial number not provided). One-day post-implant, the valve was replaced by non-medtronic valve due to valve thrombosis, increased gradients and severe regurgitation. No other adverse patient effects or product performance problems were reported. Additionally, a (B)(6) male patient had been implanted with a non-medtronic surgical bioprosthesis. Eight years post-implant, a 23mm corevalve (pli10) was implanted valve-in-valve(viv) (serial number not provided) resulting in mild aortic regurgitation. Thirteen days following discharge, the patient presented with heart failure and a mean gradient of 31 mmhg. A surgical bail-out procedure was performed and both valves were explanted. The aortic surface of two cusps of the corevalve were covered by thrombus which restricted the leaflet mobility. Frame underexpansion was the suspected cause of the thrombosis. Subsequently, a non-medtronic surgical bioprosthetic valve was implanted with good result. No additional adverse patient effects or product performance problems were reported.